Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys hcg + beta test system results for two patient samples. Patient 1: the initial result from an aliquot processed by the modular preanalytic analyzer (mpa) was 0.1 miu/ml and was reported outside the laboratory as <0.6 miu/ml. The result was questioned and the repeat result on (B)(6) 2016 was 2142.0 miu/ml. The patient was not adversely affected. Patient 2: this patient was a (B)(6) female, born on (B)(6) 1991. On (B)(6) 2016, the result was 4532 miu/ml and was reported outside the laboratory. This result was generated on another analyzer in the laboratory, serial number (B)(4). On (B)(6) 2016, the patient was redrawn and a result from an aliquot processed by the mpa was 1866 miu/ml and was reported outside the laboratory. On (B)(6) 2016, the patient was drawn again and a result from an aliquot processed by the mpa was 0.1 miu/ml and was reported outside the laboratory as <0.6 miu/ml. The physician questioned the result because they are able to see a fetus and requested that the patient be tested again. The results were expected to be dropping, but the doctor questioning the result because he felt it should not have been negative. On (B)(6) 2016, the patient was redrawn and a result was 20.95 miu/ml and was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 13196003 with an expiration date of 05/31/2017. The customer stated they were getting a lot of sample short alarms around the time of the events. The customer has an external air conditioner near the analyzer which they repositioned in case the air was causing problems. The customer mentioned this to the field service representative who thought the issue probably was due to static. The field service representative found an issue with the reagent system and installed a new paddle. He visually verified the analyzer.

Manufacturer narrative:
Based on the data provided, a specific root cause could not be determined. Calibration and quality controls were within specification. The alarms noticed by the customer were confirmed in the analyzer alarm trace. Relocation of the external air conditioner probably resolved the sample liquid level detection issues and the alarms.